Event description:
It was reported that during a digestive procedure, leak on hemostatic clip. Reintervention patient in emergency for bleeding. The second intervention is completed without clinical consequence for the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.what was the original procedure? What structure was the clip used on? Were there any issues intra-op with clip formation? How was the patient treated once the patient returned with bleeding? Any anti-coagulation issues? Any feeding issues noted during the procedure? What is the patient¿s current status? Will the device be returned?